Event description:
It was reported that the patient presented to the emergency room. No information was reported regarding patient symptoms or cause for the ER visit. Interrogation of the pulse generator resulted in an error message. The device exhibited backup vvi operation and was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.